Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, diabetes mellitus, bone resorption, pain, inflammation, mobility. Implant healed without irritation, no inflammation visible. Painful after "uncovery".